Manufacturer narrative:
The device was evaluated and found to be within specification.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss. Two astra tech implants osseospeed ev 3.0 s - 11 and osseospeed ev 3.6 s - 11 was placed on (B)(6) 2019 in region 18,19 (fdi # 37,36). The implants were subsequently removed.